Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a company representative regarding a patient receiving baclofen via an implanted pump. The patient¿s medical history included intractable spasticity. The indication for pump use was non-malignant pain. It was reported that the patient was having a new pump implanted today. The patient¿s prior pump had been explanted due to an infection. With regards to any environmental, external, or patient factors that may have led or contributed to the issue, it was noted that the patient believed that the infection may have been caused when the pump was accessed for a dye study. He believed the infection began about 3 weeks before it was explanted. Per the patient, it started with a blister, and then the wound care nurse pushed on it and pus came out. The pump and catheter were explanted, and the patient was on IV (intravenous) antibiotics for 3 weeks. The issue was noted to be resolved.